Manufacturer narrative:
The investigation determined that multiple, unexpected vitros amon quality control results were obtained on a vitros 5600 integrated system. An ocd field engineer cleaned/ decontaminated the microslide incubator, and replaced the microslide incubator evaporation caps to return vitros amon to expected performance using the reagent lot 1013-0227-8879. The root cause of the event is most likely analyzer event related to incubator contamination. There was no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained multiple unexpected vitros amon quality control results on a vitros 5600 integrated system. Vitros amon lot 1013-0227-8879: qc fluid level 2 = 126.9 vs. An expected result = 87.4 umol/l; vitros amon lot 1013-0227-8496: qc fluid level 2 = 106.6, 105.5, 105.9, 147.9, 110.0, 108.3, 108.2, 108.7, 105.9 vs. An expected result = 87.4 umol/l; qc fluid level 3 = 187.4, 158.4 vs. An expected result = 236.5 umol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected during the time frame of the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).